Manufacturer narrative:
The unit p-cap test and reservoir locked in place properly. The pump powered up properly after battery installation. No blank display noted. The pump passed the displacement test, active current measurement test, rewind test and self test. No stuck button alarm noted during testing. Successfully downloaded history files and traces using thump software. The pump failed the sleep current measurement test due to moisture damage on battery tube assembly. The pump was cut open and traces of moisture on pcba1 and battery tube assembly noted during visual inspection. The following were noted during visual inspection: minor scratches on lcd window, scratched case, cracked keypad overlay, cracked case (battery tube), keypad overlay texture damaged, broken belt clip rails, serial number label missing, cracked retainer and cracked battery tube threads. In summary, customer alleged keypad anomaly not confirmed. Exposed to moisture confirmed. Blank display not confirmed. Pump error 23 not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, keypad/button unresponsive/button error, pump error 23, damage (physical or cosmetic). The customer reported no adverse events. The event involved product(s) mmt-1880 and acc-1599. The troubleshooting was performed and the customer reported a blank display. The customer reported buttons not being responsive after a keypad anomaly and/or a stuck button alarm. The pump has not been exposed to altitude change. Time does advance when the display was observed. The customer reported physical damage (a crack or scratch) on the pump not related to the retainer ring. No harm requiring medical intervention was reported. Mmt-1880 was requested and the customer responded that the device would be returned. No product return is required for acc-1599.